Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient became unconscious. The patient was brought to the hospital at around 4:15am. The wearable had reportedly failed. The patient regained consciousness in the emergency room and was treated with a sugar IV. The wearable was removed at the hospital. A finger stick reading was taken and the patient's bg was 230 mg/dl. The patient was in the ER for 5 hours. At the time of the report, the patient was in stable condition. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.